Manufacturer narrative:
Valve returned dry to be analysed. Results will be forwarded to the FDA after completion.

Event description:
Before implantation, the neurosurgeon likes to performed the closure pressure of his valves. Two (2) sophy adjustable pressure valves with antechamber were tested according the following protocol. Then using a manometer, he is fulling the valves with a syringe of sterile wear. He read the pressure when the valve is closing. Using the valve adjusted in medium pressure, he didn't find it meeting his specs.